Event description:
A surgeon reported that glistenings was observed three years following intraocular lens (iol) implant surgery. The patient had decreased vision. The surgeon also reported there were no problems with the cornea or retina. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause . There were no other complaints reported for this lot number. Additional information has been requested. (B)(4).